Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation as it was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchoscopy with stent placement procedure performed on (B)(6) 2013. The stent was being placed post-transplant in the right main stem of the lung. The patient anatomy was not tortuous and had not been dilated prior to the procedure. According to the complainant, during the procedure, the device would not fully deploy because the suture release became stuck. The stent was removed partially deployed on the delivery catheter. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a bronchoscopy with stent placement procedure performed on (B)(6) 2013. The stent was being placed post-transplant in the right main stem of the lung. The patient anatomy was not tortuous and had not been dilated prior to the procedure. According to the complainant, during the procedure, the device would not fully deploy because the suture release became stuck. The stent was removed partially deployed on the delivery catheter. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.